Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: physical resistance. It was reported that resistance was felt while negotiating the xience 3 x 23 mm through a tortuous and calcified lesion. After trying for some time, a dissection was noticed, which was treated with another stent. No additional event or patient information is available.